Manufacturer narrative:
The insulin pump passed functional testing including basic occlusion, occlusion, prime a/33, excessive no delivery alarm and displacement tests. No motor error alarm. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.